Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR report number 2032227-2014-02881.

Event description:
Customer called to report that she was hospitalized due to high blood glucose. Customer stated her blood glucose was high and the insulin pump did not alarm to notify her. Nothing further was reported.